Manufacturer narrative:
Based on clinical details the root cause of the positioning issues was determined to most likely be a use issue. As the necessary information was not provided, the root cause of the vt/vf was not determined. Without returned product, the root cause of the temporary pump stop could not be determined. B5 updated with information inadvertently not included in manufacturer device report 1220648-2024-24116. H6 health effect - clinical code 2130, 1721 health effect - impact code 4647 4628, medical device problem code 3009 were inadvertently not included in manufacturer device report 1220648-2024-24116.

Event description:
During repositioning of the pump the patient experienced ectopy which ultimately led to ventricular fibrillation and the patient was defibrillated once successfully. Bedside echo done that showed tip of impella under pap.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk cpi. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump lost optical signal and later the pump stopped when the pump had been clamped. The pump was restarted successfully. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The pump was not returned for investigation. Data logs were reviewed, and placement signal not reliable (psnr) triggered just after starting up the pump. At this time, signal-to-noise ratio (snr), light, and contrast drop while gain and lamp increase. Based on data logs, the root cause of the optical signal issues was determined to most likely be an air gap between the console and the pump plug. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-24116. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.